Event description:
The user site reported that the arm with the injector head had fallen and struck the technician causing him to sustain a shoulder injury. An MRI exam determined there was no bone fractures, however, vascular integrity is still in question. No treatment or medical intervention was reported at this time.

Manufacturer narrative:
Photographs of the actual failed device component were taken on site, reviewed by the quality engineer and captured in the investigation report. It was determined that the metal collar which the j-arm is attached to was broken. The arm was identified as an older model, which is no longer in manufacture. The potential reason for failure was identified as repeated stress impacts of the arm on a hard surface. The likely cause may be due to the injector being slammed repeatedly against the wall. Stress caused by user abuse resulted in a fatigue failure. Constant banging of the arm on the wall could cause this defect over time. The arm itself appeared to be cracked in the bore. The internal collar adjacent to the injector mounting arm broke. The maximum load capacity of suspension that the articulating arm can withstand is 35kg/75lbs. The weight of the empower injectors is 18lbs and 28 lbs. This is within the specified load limits of the arm. Fatigue caused by stress and repeated impact to a specific area over an extended period is the cause of this type of failure. It takes a substantial amount of force to the arm to cause the internal collar to break. Improvements were made to the new design currently in use to enhance its capability of sustaining abuse. The internal and external diameter of the collar was thickened to withstand any superimposed stress levels above normal operating load. This older articulating arm design is not longer used. A replacement arm was sent to the customer.